Manufacturer narrative:
Product ID 3889-28, lot# v819673, implanted: (B)(6) 2011, explanted: product typ lead product ID 3037, serial# (B)(4), product typ programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. The patient felt an "electrocuted" sensation in the right leg on the back of the knee and top of the calf. There was no known accident or incident related to this issue. The patient had this sensation for the last 3 days. The patient chose not to turn the ins off to see if sensation was still present. The patient noted that the sensation comes and goes. If additional information is received, a follow up report will be sent.